Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer experienced diabetic ketoacidosis with a blood glucose (bg) level of over 600 (mg/dl) and was subsequently hospitalized. The customer attempted to deliver a correction bolus and administered a manual injection to address bg. While at the hospital, the customer received intravenous insulin and diet was monitored. The customer was released from the hospital on (B)(6) 2018 with the issue resolved and no permanent damage sustained. Reportedly, the customer had manual injections available as alternate insulin therapy.